Event description:
It was reported lead was explanted and replaced due to undersensing. No patient complications were reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from health care professional that the death was device related. Follow up with hcp reported patient died of pneumonia secondary to diabetic hyperglycemia and renal failure after refusing dialysis. No autopsy was performed. Patient was not pacemaker dependent.

Event description:
It was reported the lead was explanted and replaced due to undersensing. No patient complications were reported as a result of this event. Later review of manufacturer's database reveled the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4); full lead was returned for analysis. The primary analysis findings: no anomalies found. Visual examination noted distal conductor distorted at the connector, inner insulation kinked buckled. Various locations throughout, deformation/fracture in 5 cm proximal section of the inner coil. Extension problems and apparent explant damage. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.